Manufacturer narrative:
Block e1: initial reporter's phone number:(B)(6). Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore the device manufacture date unknown. This is a non-sterile device with no expiration date. Block h6: device code 1069 captures the reportable event of brush break. Block h10: one hedgehog channel brush and valve brush was received for analysis. Visual analysis of the returned hedgehog channel brush found that the brush had broken off at the catheter near the handle. The detached brush was not returned. The valve brush was bent and missing most of the bristles. No other issues were noted. Based on the evaluation of the returned device, the damage is consistent with forceful application of the brush through a scope. The valve brush had bristles missing from center section. The damage is consistent with forceful application of the brush, through the valve port. The most probable cause of the reported event is failure to follow instructions, which indicates that the problem is traced to the user not following the manufacturer's instructions. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a hedgehog dual-end brush was used during scope cleaning on (B)(6) 2019. According to the complainant, during scope cleaning, the bristles of the brush fell off into the scope. The bristles were removed from the scope by flushing water. Scope cleaning was completed using another hedgehog dual-end brush. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device lot number; therefore the device manufacture date unknown. This is a non-sterile device with no expiration date. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog dual-end brush was used during scope cleaning on (B)(6) 2019. According to the complainant, during scope cleaning, the bristles of the brush fell off into the scope. The bristles were removed from the scope by flushing water. Scope cleaning was completed using another hedgehog dual-end brush. There were no patient complications reported as a result of this event.